Event description:
Per the clinic, the abutment was electively removed on (B)(6) 2024, under general anaesthetic.

Manufacturer narrative:
The reported adverse event is associated with a product that was not returned, or was not made available for analysis. The manufacturer investigation was based on the available clinical information. The reported issue is a known medical complication and no specific device analysis is deemed necessary at this time.